Manufacturer narrative:
(B)(4). A catheter issue causing removal or exchange of the guide wire (wire position set) when the device is indicated for use in the coronary arteries constitutes a safety issue and it is the position of the company to report such as event. The device was returned for eval. The catheter was received in damaged condition. The distal shaft was stretched approx 2.8cm and it had a wavy appearance. The guide wire lumen was broken at the proximal end of the distal shaft and observed to be accordion shaped in multiple locations. Multiple puncture sites were also observed in the guide wire lumen. The distal tip of the catheter was intact. Based on the results of the visual examination, it appears that the catheter inner lumen was likely punctured when loading the catheter over the guide wire. The inner lumen then became bunched up, trapping the guide wire. This type of failure is likely due to user handling. The user followed the IFU and completed the procedure with another catheter. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. A clinical assessment was requested from the MFR's clinical affairs with the results summarized below: due to device failure, the device was never introduced into the pt over the wire. No pt injury was reported. Pt was released from the hospital according to the original treatment plan. Investigation results note that it appears the catheter was loaded over the guide wire and likely punctured the inner lumen of the catheter causing it to bunch up trapping the guide wire. No further action is required.

Event description:
It was reported that the eagle eye gold catheter became stuck on the guide wire during a diagnostic coronary case and the catheter and guide wire had to be removed together resulting in a loss of guide wire position. The user reported no damage on the device prior to use and it was reported that the catheter never entered the pt's body. The ivus procedure was completed successfully with a new wire and new eagle eye gold catheter. There was no report of pt injury or adverse event due to the device malfunction. The pt was released from the hospital according to the original treatment plan.